Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an 1271-200 antegrade targeting module broke during a case. The patient was a 39yr old male. He was placed in the lateral position on the table. The surgeon placed the 3.2 sterile wire in the correct position into the tip of the trochanter. The opening reamer was used. A 3.0 ball tip guide wire was then placed. Hospital owned zimmer flexible reamers were used to prep the femoral canal. The surgeon reamed up to a 12.5mm. An 11mmx42cm nail was selected and placed onto the carbon fiber jig with the ball hex driver. The strike plate was then attached to the antegrade jig. As the surgeon was hitting the strike plate the jig broke at the interface to the nail. A piece of carbon fiber was then retrieved. The procedure was completed by using perfect circle technique with a 5.0 cortical screw in the proximal portion of the nail as well as the distal portion of the nail. No patient injury.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the interface to the nail was cracked and split apart. It was also noted that the attachment to the nail was slightly pulled out from the jig. The cause of this remains undetermined.